Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed.  The reported problem (won't power on) was confirmed. Upon investigation the monitor was unable to power on.  The cause for the failure was isolated to an open f600 fuse. Additionally, the pcb was burned near the j1 connector, indicating an internal short, and internal contamination was found on the defibrillation board. The root cause for the open fuse, and shorted component could not be positively identified. The root cause for the contamination is ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was unable to power on.